Event description:
The customer performed a fasting blood glucose test and received a result of 262mg/dl and took insulin based on a sliding scale. The customer passed out and paramedics were called. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.